Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7101828 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7101830 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 28303967 model/catalog description: clik anchor unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: three years ago.

Event description:
It was reported that the patient experienced inadequate relief from the spinal cord stimulator (scs) and had a back surgery. The patient underwent a scs explant procedure. No further information has been obtained despite good faith efforts.